Event description:
During a total knee replacement a tooth from a saw blade broke off in the operative site. After the case was completed, the device was examined and revealed a small tooth from the blade was missing. Post operative x-ray confirmed the presence of a small piece of metal in the operative site. The piece remained in the site.